Event description:
It was reported that the patient was experiencing some pain caused by generator migration in her chest. The surgeon indicated that the patient's recent diagnostics were all ok; however, the exact results were not provided. The surgeon indicated that she was considering revision, however, no information was provided as to whether the revision would be for patient comfort or to preclude a serious injury. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received from the surgeon's office indicating that the patient will be monitored, and no interventions are planned at this time. The surgeon's office indicated that if the generator moves more, or if the patient reaches end of service, interventions will be planned if necessary. The surgeon's office was unaware of any manipulation or trauma to the device and indicated that the migration was gradual and appeared to have occurred over a long period of time. The patient was told to keep in touch with the surgeon's office if any additional migration occurred, however they have not heard back from the patient to date. No additional information was provided.